Event description:
It was reported that oversensing of noise had been noted since implant. Programming changes were discussed but not made. Patient continues to be closely monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.